Event description:
The device was used during a low anterior resection. Rep reported the surgeon stated although he had both distal and proximal donuts complete, he encountered an incomplete anastomosis. There was a tear near the anastomotic site which was oversewn. A resident fired the instrument. It is unknown if the tear resulted from the either insertion of the instrument or during removal. There was no consequence to the pt.

Manufacturer narrative:
A2, b6, 7, d6, 10, f5-info not provided by user facility f1: should not have been checked on initial medwatch. No medwatch was received by user facility. Conclusion: based on the info recieved and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was reloaded and fired. It fired and formed staples as designed around the entire staple ring with a complete cut on the test media. It could not be ascertained as to how the tear may have occurred. The batch book was reviewed and there were no incidences of missing staples noted. Comments: mfg and engineering have been notified of the reported incident.